Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative clarified that the setscrew would not tighten.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator found the setscrew was backed out too far. Regulatory report originally submitted on 2016-08-25. Resubmitted due to acknowledgement issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during stage 2 trial on date notified the setscrew "clicked" down on the lead but the lead was still able to come out of the header block. They backed out the screw and tried to rethread it but the issue remained. There were no patient symptoms alleged. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.